Event description:
According to the reporter, during the procedure, the small piece of plastic was cracked off the pencil, this piece fell off into the patient wound and it was retrieved. No patient injury.